Event description:
Pt had open appendectomy with ventral hernia repair and mesh implant (B)(6) 2011. At follow up (B)(6) 2011, incision was well healed. On (B)(6) 2011, a seroma developed. Drainage from the incision was documented at outpatient visit on (B)(6) 2011. A course of clindamycin was prescribed, wound not cultured. On (B)(6) 2012, the incision was clean without drainage. On (B)(6) 2012, the pt returned with a punctate lesion and purulent serous drainage. Mesh was excised (B)(6) 2012 and was culture positive for mycobacterium fortuitum. Mesh excised on (B)(6) 2012. On (B)(6) 2012, outpatient visit indicated pt had healthy granulation tissue.